Manufacturer narrative:
Olympus followed up with user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Based on previous investigations, the reported event can be attributed to user handling. The instruction manual contains several warning statements in an effort to prevent the polyloop device from getting stuck inside the sheath. ¿before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage. Do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation.¿

Event description:
Olympus was informed that during an unspecified procedure, the loop became stuck inside the patient. It was reported that the surgeon utilized a loop cutter to retrieve the loop from the patient. There was no patient injury was reported.